Event description:
It was reported by service report that the scale was found in gains/loss mode, and bed exit was unavailable. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: untrained staff mistakenly set the scale in gain/loss mode.